Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not able inflate the device. The patient experienced anxiety and depression. Education for the patient was ongoing, and the patient was connected to the patient liaison. The device is implanted, there is no planned intervention. There were no additional patient complications. Additional information reported that the patient saw the physician and the device issue was confirmed. There is a scheduled revision.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not able inflate the device. The patient experienced anxiety and depression. Education for the patient was ongoing, and the patient was connected to the patient liaison. The device is implanted, there is no planned intervention. There were no additional patient complications.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not able inflate the device. The patient experienced anxiety and depression. Education for the patient was ongoing, and the patient was connected to the patient liaison. There were no additional patient complications. Additional information reported that the patient saw the physician and the device issue was confirmed. The device was removed and replaced. Fluid loss was noted. Upon removal, the tubing to one of the cylinders was severed. There were no additional patient complications.